Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 322 mg/dl at the time of incident and the current blood glucose of the customer was 415 mg/dl. Customer reported that they received no delivery alarm. Customer performed high performance test. Customer reported that customer currently in the hospital, not because of the high blood glucose incident but due to a recent transplant. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as abdominal pain. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.